Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks from the implantable cardioverter defibrillator (ICD). The field representative further reported that there was an unspecified performance issue with the right atrial (ra) lead. The ICD was reprogrammed. The field representative is attempting to obtain additional information from the clinic and no further information is currently available. Additional information was received that the right atrial (ra) lead exhibited intermittent undersensing and high impedance measurements. The inappropriate shocks were due to inappropriate detection of rate by the ICD. The ventricular tachycardia (vt) zone was increased and the physician deactivated the v greater than a discrimination zone. No adverse patient effects were reported.